Manufacturer narrative:
The pump was received with a button error alarm and had unresponsive buttons due to moisture damage on the keypad traces. Unable to perform the operating currents, self test, unexpected restart error test, rewind, basic occlusion, occlusion, prime, excessive no delivery or displacement test or verify calibration function, communicate with glucose sensor simulator and the test minilink tranmitter due to the unresponsive button. The pump had minor scratches on the lcd window, a cracked case at the display window corners, cracked battery tube threads and a cracked reservoir tube lip.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call to have high blood glucose. Customer's blood glucose was 436 mg/dl. Customer was unable to calibrate the device. Customer will not be returning the device for analysis.